Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 500 mg/dl. It was unknown if insulin pump was on auto mode. Customer stated that insulin pump received error which was cleared and completed rewind process. Customer stated that infusion set cannula was bent and insulin pump did not received insulin flow block alarm. Customer performed self test which was passed. Device will not be returned for analysis.